Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the patient was implanted with a dynesys cord on an unknown date and underwent revision due to breakage of dynesys cord. It was mentioned that the cord broke between two of the screws. It is also mentioned that the system was used off-label in a tethering application. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: two pieces of a cord with unknown lot number were received. The cord pieces are slightly yellowish discolored and tissue attachments can partially be observed. Based on the appearance of the cord ends, the locations of the contact areas and the assumption that the clean cut ends are the ends of the entire implanted cord it was tried to reconstruct the cord. For the entire cord a total of 9 contact areas of the screws are clearly visible. The outer cord layer is slightly damaged in the contact areas. One of the pieces shows the green thread marking of the working zone of the cord at one end which should not be implanted. The cord ends of the reconstructed cord shows a clear cut which is melted and merged. The other cord ends between two contact areas are assumed to be a possible cord rupture. The cord ends at the rupture are slightly frayed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: at the time of implantation vbt had to be considered off-label use of the dynesys system. Conclusion: it was reported that the patient was implanted with a dynesys cord on an unknown date and underwent revision due to breakage of dynesys cord. It was mentioned that the cord broke between two of the screws. It is also mentioned that the system was used off-label in a tethering application. The received dynesys cord was received in two pieces. The cord showed a possible rupture between two contact areas of the screw which is consistent with the reported event. The dynesys system was used for vertebral body tether (vbt) of the spine which had to be considered off-label use of the dynesys system at the time of implantation. Based on the investigation the reported event can be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). In conclusion it can only be hypothesized that the following possible factors might have contributed to the cord rupture either alone or in combination: cord tensioning during the implantation surgery, cord tensioned over the time in vivo due to growing of the patient, the system being in an unknown/untested loading environment. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer received or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant breakage. It was mentioned that the cord broke between two of the screws.